Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her child's insulin pump sensors are constantly falling off and that she was having low blood glucose of 48 mg/dl. Troubleshooting was done for sensors falling off. Customer was advised that the sensors would be replaced. No further information was given.